Manufacturer narrative:
Returned catheter had a minor kink 75 mm from the tip and the afl was tripped. There was no light output; purge remained functional. The sheath and rx tip showed no additional damage. The torque-wire cover tube was buckled. The afl is designed to buckle to absorb forward motion if the optical imaging core encounters resistance while returning to the distal position.

Event description:
During procedure, catheter was placed at the area of interest. Before contrast was injected, the system automatically triggered. There was a pop up that stated that there was a catheter error. A second catheter was used and to acquire pullbacks needed for the study.